Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a pain nurse experienced a line breaking issue with cadd check valve extension set. This issue had caused disruption in treatment and potential patient risk. Around 16:30 hour at ward 9 east room 918 gleneagles hospital, the patient did the dilution of pca for this case in the morning on (B)(6) in ot recovery room. The line was intact, nil leaking or break. The same pain nurse was called around 16:30 hour by the ward staff for leaking issue, requested for new tubing. Upon arrival, they saw the leaking from the y junction site. New tubing was changed. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.